Event description:
A caller reported an issue with cgm error 42 related to the g7 sensor. There was no reported impact to the customer¿s blood glucose level. The caller was advised to reset the pump when ready and to follow up if the problem persists.